Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01/02/2019. (B)(4). Reporter phone number unknown. It was reported that the device repair and evaluation would be performed by the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the power indicator light was faulty. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 10 may 2019. MFR received date 13 mar 2019. The field service engineer (fse) evaluated the device. The fse confirmed the reported condition. The power light emitting diode (led) went off by vibration caused by the button operation. The power switch overlay was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.